Event description:
During the procedure, the ktp/yag laser being used on the pt having turbinoplasty stopped working. Another product was used to finish the surgery. Dose, frequency, route used: na. Diagnosis for use: na.